Event description:
It was reported that during the surgical implantation of the eptfe surgical graft, an early thrombotic occlusion within the graft was discovered. The thrombus was unable to be cleared from the graft; therefore, the graft was explanted. There was no reported pt injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unk. The investigation is inconclusive for occlusion as the graft was not returned in its entirety. However, no occlusions could be found within the graft segment returned. It is unk if procedural issues contributed to the reported event. Based on the available info, the definitive root cause is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.